Event description:
Add'l info rec'd from MFR 7/26/00: in response to report, the identity of the balloon cannot be established due to the lack of reported info supplied to the FDA by the rptr.

Event description:
Iabp balloon unable to be filled.